Event description:
Pt's existing venous access device was accessed by a cancer center rn with a 19g needle. No blood return. Rn noted edema directly over port site. Pt complained of palpitations of heart and chest pain. M.d. Notified of events and orders given to send pt to x-ray dept for fluoroscopic verification of catheter in right subclavian vein. X-ray could not accomodate pt until later. Angiography contacted and pt taken to angiography by wheelchair. Angiographic retrieval of 10cm of fractured catheter from right atrium and ventricle through right femoral vein access.